Manufacturer narrative:
D4: unique identifier (UDI) #: the lot number (10) is unknown; therefore, the UDI number only will contain the device identifier (01). E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an em2400 valve set had bubbles in the line from port 5. The issue was described as a leaky port #5, which caused air to enter the line and resulted in bubbles. This issue occurred during delivery in the pharmacy, with a vented high-volume inlet at port #5 used to pump lipid. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h6(update codes), h11. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.